Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the helix was compressed and the lead appeared damaged at implant.

Event description:
It was reported that during implant procedure, the right ventricular (rv) lead had positioning/fixation difficulty. The rv lead was not implanted and a different model rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.